Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the recharging issues were resolved on 2018-(B)(4). No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's device was in overdischarge, the device is now out of overdischarge state but rep has been charging patient's device for the last 2 hours and patient is not getting beyond a quarter with 8 coupling bars. Also suggested getting another recharger to confirm, although given patient has 8 coupling bars, recharger issue is not likely. Reviewed that battery is very unstable after physician mode recharge, thus it could be causing the longer recharge time, also potential for damaged battery from overdischarge. Patient stopped using the ins 2 years ago, but he has increased pain since 3 months and he device that he wanted to use the ins again. Reason for not charging was due to non-compliance. It was reviewed to continue charging and clear power on reset (por) as soon as ins is 25% charged. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.